Event description:
Per the clinic, the patient experienced pain, discomfort, and non-auditory stimulation following MRI imaging. The patient subsequently elected to undergo explantation of the device to allow for further MRI imaging of the head.the device was explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report.